Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) cleaned and reseated the row board cable header connection on the drawer board. The system was tested, and everything was functioning properly in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer stated that this malfunction occurred when user trying to issue medication to patient and caused a delay in patient care. User was able to get the medication from another station. However, there were no adverse events or injuries reported based on this event.